Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient experienced a number of line blocked alarms requiring them to change out infusion sets, in addition to issues with infusion set adherence. Patient reported yesterday, they had 2 infusion set applicators completely removed from the applicator after performing tapping, and one which folded within the applicator itself. They then received a line blocked alarm which they attempted to resolve multiple times unsuccessfully and there was no patient injury.